Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). The device registered an error message and tones. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher-than-normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). The device registered an error message and tones. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion (pbd). The device registered an error message and tones. A new device was implanted. The device has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cognis-teligen was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.